Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. Visual evaluation of the fin-lock combo inserter/impactor found that a piece of the reusable instrument was fractured off. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Potential root causes are wear due to normal use and excessive force. The fin-lock combo inserter/impactor is a reusable instrument expected to be used across multiple surgeries. During normal use, the inserter grips the fin-lock glenoid implant and secures it to the glenoid impactor handle. It places the glenoid implant in the correct location and then protects the implant while the handle is being impacted with a mallet to seat the implant. Therefore, the inserter may fail if excessive force is applied during impaction or may weaken over time due to normal wear. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during tsa surgery, one (1) combo inserter/impactor. M broke during the case. No x-rays available, item did not broke inside patient and no pieces were left in patient. The procedure was resumed, after a non-significant delay, with the same device. No injury was reported as a consequence of this issue.

Event description:
It was reported that, during tsa surgery, one (1) tss head cutting template rod. 2.5; one (1) rss reamer guide body insrtr/extrctr and one (1) reamer guide body inserter/extractor mod were broke during the case. No x-rays available, items were not broken inside patient and no pieces were left in patient. The procedure was resumed, after a non-significant delay, with the same devices. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint number: (B)(4).